Manufacturer narrative:
(B)(4). The event occurred in: (B)(6).

Event description:
A field service engineer (fse) stated the customer received a questionable result for 1 patient sample tested for ise indirect na for gen.2 on a modular analytics core. The initial sodium result was 132.1. The repeat sodium result was 139.9. Specific units were not provided. The erroneous result was not reported outside of the laboratory. There was no allegation of an adverse event. The sodium electrode lot information and expiration date was not provided. The field service engineer adjusted the sample drive assembly.

Manufacturer narrative:
Further investigation reported that the mixing vessel had been getting contaminated by a sticky residue. It was found that the mixing vessel was getting very sticky and is related to the gel in the sample tubes. This would be caused by improper pre-analytical handling. The customer is switching to a newly installed analyzer to perform future testing.

Manufacturer narrative:
The field engineering specialist has noticed that the ise mixing vessel gets dirty very quickly. The field engineering specialist had been having to perform a top side cleaning procedure once a week. This fix only works for a short period of time meaning something is continuously contaminating the mixing vessel. A pre-analytical issue is suspected. The investigation is currently ongoing.

Manufacturer narrative:
The customer stated that they are still getting questionable ion selective electrode (ise) results. The customer has been running every sample in duplicate and the difference is between "10-30 units" for sodium. Specific sodium data was not provided.